Event description:
Reported by the pt as: "my dr did a fluoroscopy and saw my band was in the wrong place." Follow up findings with the physician note: "an upper gi which showed a complete deflation of the band, and band slip."

Manufacturer narrative:
The product associated with this report has not yet been explanted. Based upon the implant date and serial number provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis once it is removed. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported events of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."